Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10

Event description:
Material no. 305906; batch no. 9189700. It was reported that before use of the bd safetyglide¿ syringe and needle the plunger bent inside the package. The following information was provided by the initial reporter: "bent plunger inside package."

Manufacturer narrative:
PMA/510(k)#: k980987(syringe); k951254 (needle). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no. 305906 batch no. 9189700. It was reported that before use of the bd safetyglide¿ syringe and needle the plunger bent inside the package. The following information was provided by the initial reporter: "bent plunger inside package."